Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 440 mg/dl. No significant events leading to the alarm were observed. The customer stated that the insulin pump was not delivering. She changed the insertion sites and tubing, put a new battery in, but found that the battery would not hold a charge. She stated that the batteries did not last long in the insulin pump, and every week, she had to change the batteries out for 3 or 4 batteries advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.